Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-61 -improper use / mishandled by end user. Based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: manufacturer contacted customer on (B)(6) 2015 in a follow-up call to ensure that the replacement products resolved the initial concern; customer has received the new the product. Customer stated that they have returned the alleged defective product. Product sent resolved customers initial issue. Customer stated they are satisfied and comfortable with the syringes received.

Event description:
Returned phone call to the pharmacy and they states there has been several complaints from her customers in regards to the leader insulin syringes. Patients complained syringes would either bend easily when injecting or they would brake off during injection. Pharmacy states this issue started with a new stock that came in, (B)(4) expiration date 12/31/2017. They have 12 boxes still remaining in pharmacy stock, and they have replaced 4 boxes of 100ct each of leader insulin syringes to each customer upon complaint. Cardinal has not replaced products to pharmacy. I will bring those 12 boxes back for investigation, and replace the 4 boxes that pharmacy gave to patients.